Event description:
It was reported that the pump's downstream rubber was torn. The issue was discovered during routine preventative maintenance.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion and upstream occlusion seals were damaged. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and the reported issue was confirmed. The upstream and downstream occlusion seals were both replaced to address this issue.